Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the synfix evolution screw would not lock into synfix evolution spacer plate. It was noted the surgeon used the correct technique; however, the screw still would not lock into plate. Another screw was used to complete the procedure. Procedure outcome was unknown. There was no patient consequence. Concomitant device reported: synfix evolution spacer plate (part unknown, lot unknown, quantity 1). This report is for a synfix evolution screw. This is report 1 of 1 for (B)(4).